Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated and corrosion within the motor assembly was discovered. The presence of corrosion can inhibit the motor brake from properly engaging. Additionally, the device heated up which was attributed to excessive friction from worn bearings. The motor assembly and bearings were replaced, and the device was returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer field svc tech, the drill displayed a weak motor brake. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.